Event description:
Patient underwent left index tka outside cors scope. Patient presents with pain and is studied for infection. She is revised for pain and tibial loosening on (B)(6) 2021. All components were exchanged. Patient persists with pain and signs of infection, she is revised again for pji on (B)(6) 2021. Only poly was exchanged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: tri ts femur sz3 left; cat # 5512-f-301; lot # bix3x, tri ts baseplate size 4; cat # 5521-b-400 ; lot # glx4ba, triathlon symmetric x3 patella; cat # 5550-g-319-e ; lot # v3ej, triathlon ctrfemconeaug sz3&4l; cat # 5549-a-641 ; lot # khnl, triathlon sym cone aug sz e; cat # 5549-a-150 ; lot # p0ep1, tri cemented stem 12mm x 100mm; cat # 5560-s-212 ; lo t# 0090867e, tri post augment sz3 5mm; cat # 5543-a-300 ; lot # gsg7i, triathlon femoral distal augment 10mm - size 3 left; cat # 5541-a-301 ; lot # ghu4r, tri cemented stem 9mm x 100mm; cat # 5560-s-209 ; lot # 0113131h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.